Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
After ablation of the accessory pathway was performed a st-segment elevation myocardial infarction (stemi) was observed on the ECG. After mapping the right and left atrium, extensive ablation was carried out near the entrance to the coronary sinus. During the waiting period, a stemi was observed. Isoprenaline was removed and nitro infusion began. Coronary angiography was performed and a stent was implanted to stabilize the patient. The infarction resolved and the patient is in stable condition. The physician alleged the infarct was caused by artery injury during ablation and prior atheromatosis and slow flow.

Manufacturer narrative:
An event of a myocardial infarction was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported stemi. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stemi may have been procedure related.